Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a decrease in sound quality, described as echoey, static-like, thin, tinny, and fluctuating hearing quality. The patient also reported crackling or crunching sounds, even when the battery was disconnected. Additionally, the patient reported feeling mild electrical pulses from the implant and a burning sensation around the coil site. The patient also had experienced dizziness and several falls (specific date not reported), during which the implant site made contact with the ground with impact. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.